Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon deflation issue and removal difficulty occurred. The target lesion was located in the right coronary artery. A 4.00 x 16 synergy ii drug-eluting stent was successfully deployed. However, the balloon would not deflate and kept on getting stuck. They were able to remove the device intact. The procedure was completed using the device. There were no patient complications nor injuries reported.